Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/31/2016. The fse cleaned and adjusted the probe wash collar and cleaned the aspiration probe to resolve the reported issue of fluid on top of the latron control vial. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported a clear fluid leak of approximately 1ml observed on the top of the latron control vial in a unicel dxh 800 coulter cellular analysis system. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.